Manufacturer narrative:
No unexpected insulin pump error alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected hardware low levels alarms during testing, however hardware low levels was present in the format history file due to software error. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and severely peeled end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple pump error alarms including a hardware low level failure. The patient's blood glucose at the time of incident was 8.0 mmol/l. The insulin pump will be returned for analysis.